Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited small r-wave measurements, noise and oversensing resulting in delivery of inappropriate shock therapy. It was noted that the patient had lost weight. The device was observed to be moving in the pocket and was felt to be the cause of the noise. A revision procedure was performed. The device was repositioned in the pocket and sutured down. No further noise was observed. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the product was later explanted and replaced with a transvenous system due to unrelated reasons.